Manufacturer narrative:
P-cap locked in place properly during testing. Upon battery installation, unit alarmed critical pump error (open book image). No blank display noted. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Unable to upload unit to carelink due to critical pump error (open book). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. During deconstructive analysis, it was determined that severe corrosion on electronic assembly led to constant critical pump error (open book image). The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer¿s alleged blank display was not confirmed when unit powered on with critical pump error (open book). However, customer allegations with moisture damage were confirmed when severe corrosion was found on electronic assembly, leading to the critical pump error (open book). Additionally, customer allegations with cosmetic damage were confirmed when cracked case (battery tube) was noted during visual inspection. Overall, isolate to electronic assembly due to noted corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported pump was exposed to water, a blank display, a crack on the battery tube side insulin pump. The customer reported a blood glucose value of 50 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-213a, mmt-332a, mmt-1884, unk_sensor. Troubleshooting was performed, and damage was affecting/impacting pump functionality. The pump was exposed to change in air pressure. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-213a, mmt-332a, unk_sensor. Mmt-1884 was requested and customer response was the device will be returned. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-unk- snsr.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.